Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, date implanted - ni, manufacture date ¿ ni.

Event description:
Patient's hip was revised after a fall at work and wear of the polyethylene liner. During the procedure, the polyethylene liner and femoral head were removed and replaced.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant medical products: unknown head, unknown cup, unknown stem.